Event description:
The facility's biomed reported a fail code 813:01, which occurred during biomed testing. Add'l contact info was requested but no add'l contact was identified. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.